Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was being considered for a revision. X rays provided identified head/liner dislocation and fracture of the liner. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with marked anterolateral asymmetric positioning of the femoral head within the acetabular cup indicative of polyethylene liner failure. Polyethylene fracture or dislocation is favored given the degree of subluxation of the femoral head and absence of osteolysis. A dislocated liner is not visualized on these images but sometimes requires a CT for identification. The device history record was not reviewed due to lack of part and lot identification, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.